Manufacturer narrative:
No button error alarm. Unit received with no button response due to flattened button keypad dome. The button keypad connector was found closed properly during visual inspection. Unable to perform functional test due to keypad anomaly. Unable to verify bolus history or active bolus due to keypad anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a delivery and keypad anomaly. The customer¿s blood glucose was 264 mg/dl at the time of incident. Customer stated that the insulin pump was delivering unprogrammed and unrecorded insulin and the blood glucose was running high. Customer also reported to that they were unable to complete delivery anomaly troubleshooting due to keypad was unresponsive. The insulin pump is being replaced and is expected to return for analysis.